Event description:
Customer reported patient was in his room, when it was determined he had a blood clot. The patient reportedly was rushed to the or and placed on the aisys anesthesia machine for emergency surgery. Clinician reportedly had difficulty ventilating the patient, and patient reportedly turned blue. It was subsequently reported that the patient is brain dead. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.